Event description:
It was reported that during device change out for eri, externalized conductors were observed via fluoroscopy. Based upon review of images provided to st. Jude medical, the conductors do not appear to be externalized. There appears to be some insulation damage in the area consistent with clavicular crush. No electrical anomalies were observed. The lead remains implanted.